Manufacturer narrative:
The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported for left side "sudden swelling", "excessive fluid build-up" and "leaking silicone". Patient representative reported "capsular contracture baker grade iii", "double capsule", "extravasated foreign material resembling silicone within the capsule wall", "minimal lymphocytic inflammation", "breast implant microscopic leakage", "pain", "rupture", "hair-loss", "depression". The events "depression" and "hair-loss" are not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported for unknown side "sudden swelling", "excessive fluid build-up" and "leaking silicone". The device has been explanted.